Manufacturer narrative:
Analysis summary: analysis was unable to reproduce the reported programmer restart issue however it was noted that several errors were found in the logs and that when interrogating the specific model of implanted heart device referenced the programmer did generate a system error. The software was reconfigured and reloaded. The programmer failed its incoming testing and the link electronic module board was replaced and calibrated. The device passed its functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer restarted and went to an error code screen when attempting to interrogate a specific model of implantable heart devices. The programmer was returned for service. No patient complications have been reported as a result of this event.